Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported gastrointestinal bleeding and patient conditions could not be conclusively determined through this evaluation. It was reported that the patient had lung carcinoma which was not a pump related complication. The patient experienced ongoing gastrointestinal bleeds (gib) since implant. The patient was off warfarin for 2 weeks prior to the event. The patient was admitted with a gib on (B)(6) 2021. The patient had melena leading to readmission for gib. The patient remained inpatient. An endoscopy was planned to identify source of gib. The patient underwent an esophagogastroduodenoscopy (egd) and a push enteroscopy on (B)(6) 2021 which were unremarkable. The device operated as expected. The patient was stable and asymptomatic. The patient received proton pump inhibitors and a gastrointestinal referral. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) . No product is available for investigation. The heartmate 3 lvas IFU, rev. C is currently available. This IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including the recommended inr values. Review of the device history records for (B)(6) showed no deviations from manufacturing or qa specifications. The implant kit was shipped to the customer on 15nov2019. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had lung carcinoma which was not a pump related complication. The patient had been off warfarin for some time. The patient experienced ongoing gastrointestinal bleeds (gib) since implant (reported in MFR. Report # 2916596-2021-01646). The patient was off warfarin for 2 weeks prior to the event. The patient was admitted with a gib on (B)(6) 2021. The patient had melena leading to readmission for gib. The patient remained inpatient. An endoscopy was planned to identify source of gib. The patient underwent an esophagogastroduodenoscopy (egd) and a push enteroscopy on (B)(6) 2021 which were unremarkable. The device operated as expected. The patient was stable and asymptomatic. The patient received proton pump inhibitors and a gastrointestinal referral.